Event description:
During the premature ventricular contraction procedure, a bubble error was noted during low and high flow without any visible reason which delayed the procedure. The tubes and bubble sensors were clean and installed properly. The error had to be manually cleared and the pump restarted multiple times throughout the procedure. The error appeared approximately every three minutes. The procedure was successfully completed with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported bubble error and subsequent delay remain unknown.